Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection noted deformity of the helix and found dried body fluid around the helix housing. Subsequent testing did identify that the deformed helix may have caused or contributed to the reported clinical observations. Based upon the clinical observations and the laboratory findings, we believe that the deformed helix may have contributed to the irregularity in helix function.

Event description:
It was reported that the attempted implant of this right ventricular (rv) lead was unsuccessful due to suspected lead fracture. While placing the rv lead with a catheter guide tool, the physician noted threshold measurements were not ideal. An attempt to switch the lead position was made but the physician experienced difficulties retracting the helix mechanism. The rv lead was removed and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that the attempted implant of this right ventricular (rv) lead was unsuccessful due to suspected lead fracture. While placing the rv lead with a catheter guide tool, the physician noted threshold measurements were not ideal. An attempt to switch the lead position was made but the physician experienced difficulties retracting the helix mechanism. The rv lead was removed and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return for analysis.